Manufacturer narrative:
The product has not been returned and no pictures provided for evaluation of the implants. The device history records for the persona tibial plate were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. These products are used for treatment. Surgical notes were not provided. No x-rays were provided however, per the complaint; "it was determined there was excessive slope in the tibia. Original post op films showed 15 degrees of slope cut into the tibia and at time of revision there was (found) 23 degrees of slope." Per the persona surgical technique when resecting the proximal tibia for a posterior stabilized articular surface: "it is recommended to use the 3-degree cut guide for a ps component" a complaint history review found no other complaint for the tibial plate part/ lot numbers. Compatibility of the components was reviewed with no issues found. The most likely cause for the patient's instability was the excessive slope, 15 to 23 degrees, that was found for the tibial plate.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised for pain, instability and excessive slope of the tibia.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint was evaluated and the reported event was confirmed. From the revision surgery operation notes, the surgeon observed that the original tka size e tibial tray could be removed with very little force, with the lateral peg being easily lifted out of its drilled hole, and the most medial peg was transected. 10 mm of bone had to be removed anteriorly to regain proper slope to the top of the tibia. The surgeon then tried 3 different trial tibial trays, each time going smaller due to the narrowed end of the tibia. To make up for the shorter tibia, a full 20 mm thick poly had to be used, and which still provided almost full flexion. The implanted femoral component was considered to not need to be revised. The newly implanted tibial tray was persona size d, and used with a 14 x 30 mm systemic extension. For the tibial component a field action was conducted in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. Therefore, the problem with this device constitutes a "design issue" as the root cause. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.